Event description:
It was reported that when the ventilator was put on the patient, the o2 sats started dropping, and the patient was manually ventilated during the transport. The medic reported the ventilator had a low o2 pressure alarm and the patient's sats were between 80 and 70%. The patient's saturation increased using bvm@15 lpm and there was no patient harm.